Manufacturer narrative:
Product ID 8840, product type physician programmer; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased baseline spasticity / more spasticity recently following a pump replacement procedure. The dose was not changed when the pump was replaced on (B)(6) 2012. Following the replacement procedure, the pump was showing to be in stopped pump mode. All of the 7 logs from the last update were not present; and it was thought that telemetry had likely been interrupted. The patient was later discharged and noted as doing 'okay now'. Additional information later received indicated the interruption of telemetry caused a motor stall. The motor stall had recovered. Telemetry could not be completed until a family member of the patient removed their cell phone, which was noted as being in close proximity. No troubleshooting was performed. The patient was "fine" and was sent home the following day. The medication in the pump was lioresal (baclofen).